Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that forty-five days following the implant of this transcatheter bioprosthetic valve, the patient presented with lower leg edema and via the new york heart association functional classification IV heart failure was noted. The patient was admitted due to suspicion of hydropic cardiac decompensation. Intra-venous medication, including a diuretic, was administered. Three days following the admission, a balloon dilation of the transcatheter aortic valve was performed with a ¿significant¿ improvement in symptoms and a decrease in pleural effusion. Two days later the patient was discharged. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received, the cardiac decompensation had occurred fifteen days following the valve implant rather than the previously reported forty-five days. At the time of the initial valve implant procedure, a pre-balloon aortic valvuloplasty (bav) was performed and was considered standard care. No additional adverse patient effects were reported. Corrected data: b3 (additional balloon dilation). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that 48 days following the valve implant procedure, a post-interventional diagnostic cardiac catheterization and laboratory tests were performed. These revealed ¿good¿ results with a report of grade 1 aortic valve regurgitation; paravalvular leak (pvl). No additional adverse patient effects were reported. Conclusion: review of the device history record (DHR) for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. This event did not indicate device misuse or malfunction. The event did not indicate a potential manufacturing issue. The relationship between the heart failure and the valve could not be determined but likely the heart failure was related to patient condition. Heart failure is also a known adverse effect per the instructions for use (IFU). The event description of pleural effusion did not indicate a potential manufacturing issue. Effusion is a known effect that could occur after cardiac procedures, but a conclusive cause could not be determined. In this case, it was reported that the effusion decreased after a balloon aortic valvuloplasty (bav) was performed. The report of hemodynamic instability was unable to be confirmed and the exact cause was not able to be concluded. However, additional information stated it was caused by the paravalvular leak (pvl). Pvl could be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. However, a conclusive cause could not be determined. As reported, 48 days following the valve implant procedure, a post-interventional (from the previously reported bav) diagnostic cardiac catheterization and laboratory tests were performed. This revealed ¿good¿ result with report of grade 1 aortic valve pvl. It was also stated that the valve was operating as expected at the time of the event. Updated date: h6 eval code method, eval code result, eval code conclusion and component code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that in reference to the first post balloon aortic valvuloplasty (bav) that occurred 18 days following the valve implant, this did not result in a "sufficient" reduction of the paravalvular leak (pvl) aortic insufficiency. Approximately 48 days following the valve implant an electrocardiogram (ECG) identified left anterior heart block (lahb) with sinus rhythm. Treatment was not reported for the lahb. It was further clarified that the last transthoracic echocardiogram was performed 4 months, 15 days following valve implant and showed a severity of mild which was previously characterized as "grade 1".

Manufacturer narrative:
Updated b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information obtained indicated that following the first post balloon aortic valvuloplasty (bav), the paravalvular leak (pvl) aortic insufficiency was evaluated via a transesophageal echocardiogram (tee).

Manufacturer narrative:
Additional information was received which indicated that fifteen days following the valve implant an echocardiogram identified two p aravalvular leaks (pvl); beginning aortic insufficiency. The severity of the pvl was reported as moderate to severe. As reported, the hydropic cardiac decompensation was mainly caused by the pvl related aortic insufficiency. This hydropic cardiac decompensation occurred despite the increased diuretic therapy. The previously reported post balloon aortic valvuloplasty (bav) was performed to address the pvl. Of note, it was reported that the valve was operating as expected at the time of the event. No additional adverse patient effects were reported. Updated date: h6 annex e, annex a device, and annex f codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.